Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis of the device memory indicated oversensing associated with the right ventricular lead.

Manufacturer narrative:
Evaluation summary: a proximal portion was received measuring 7.5 cm. A medial portion was received measuring 7.5 cm. Analysis was performed and no anomalies were found.

Event description:
It was reported that there was oversensing, non-physiologic sensing, and nst (non-sustained tachycardia) episodes. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.